Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced continued to experience pain, erosion of her internal bodily tissue, urinary problems, infections, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. The patient could not void and went home with a catheter for 3 days. It was then removed but she subsequently had difficulties with retention and there were difficulties reinserting a catheter. She underwent a sling release. The patient was found to have erosion of mesh urethrally and had a mesh removal surgery on (B)(6) 2006. She underwent a pubovaginal sling procedure with autologous rectus fascia on (B)(6) 2009. She experienced continued urinary retention, and required catheterization and suprapubic catheter placement, and on (B)(6) 2010 had a urethrolysis and reesae of pubovaginal sling, and a retropubic urethral lysis on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent release of tvt on (B)(6) 2004 by dr. (B)(6) at (B)(6) centre ((B)(6)). (Per operative report) it was reported that patient underwent removal of eroded tvt mesh on (B)(6) 2006 by dr. (B)(6) at (B)(6) health ((B)(6)) due to eroded tvt mesh. (Per operative report) it was reported that patient underwent redo pudovaginal sling using crossover technique and autologous rectus fascia on (B)(6) 2010 by dr. (B)(6) at (B)(6) ((B)(6)) due to persisting sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.